Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with findings. A search of the complaint file found (B)(4) similar reports with the involved product code/lot# combination.

Event description:
The user facility reported a kink with the involved angio-seal device. The following information was provided by the user facility: when the angio-seal device was unpacked, and being used, a kink happened in the carrier tube. The device was not used, another angio-seal device was used to continue the procedure. The physician had completed the training process on the device prior to this case. Hemostasis was successfully achieved using the second angio-seal device, and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction and the completed investigation. It was initially reported: "a review of the device history record of the product code/lot# combination was conducted with findings". The correct statement is "a review of the device history record of the product code/lot# combination was conducted with no findings". The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.